Event description:
Problems with equipment with regard to two different pieces of same type of equipment. One piece of equipment was used by rescue team at scene of accident. The second piece of equipment, which is the subject of this report, broke during performance of crichothyroidectomy during air transport of pt back to facility. Rptr questions if it is possible that weather conditions over time make equipment brittle and subject to breaking? Post-mortem inspection of the device and crichothyroidectomy device revealed that the distal part of the airway tube could not be visualized or palpated. The trachea was incised widely and in fact almost transected at the crichothyroidectomy incision site. The device itself may have been damaged prior to insertion or it may have been broken during the insertion attempt. It seems to several people reviewing this case that the cricothyroid tube itself is rather rigid and may become brittle. Also note that when user pulled the device from the helicopter to inspect it they found one of the wings, which is meant to secure with umbilical tape, was fractured in the intact packaging.